Event description:
A hospital in (B)(6) reported, via our distributor, thick, tenacious secretions and a plugged tracheostomy tube on a pt while using an mr850 respiratory humidifier. It was reported the plugged tube required the tracheostomy tube to be changed. The tube was changed according to hospital procedures and no ongoing pt consequences were reported. It was also reported there was no mist in the chamber or the inspiratory tube of the breathing circuit on examination.

Manufacturer narrative:
(B)(4). We are currently seeking more information regarding this complaint. We will provide a follow up report with the results of our investigation.